Manufacturer narrative:
All cannulas used to manufacture the needles are delivered to us with a certificate of compliance with the iso (B)(4) standard (relative to the stainless steel needle tubing). Stiffness and breakage tests are made by our cannula supplier for all batches. Without batch number, no additional test can be performed. Warnings and cautions regarding the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the box and leaflet. Conclusion: in the absence of batch number and given the above analysis, it is impossible to determine the cause of the reported problem. Nevertheless, the reported issue does not seem to come from a manufacturing failure.

Event description:
Spontaneous report. Local reference # (B)(4). Initial information received by dealer on (B)(6) 2017 and forwarded to septodont on (B)(6) 2017. As per reporting dentist, on (B)(6) 2017, the suspect device septodont evolution 30g extra short (batch number and expiration date not available) was reported breaking between the needle and plastic hub part during wisdom teeth surgery on a female patient (patient's age and medical history, concomitant drugs not provided). The dentist "have not used these type before". The dentist was able to retrieve the broken off piece. The patient did not require any medical attention and the piece that broke was retrieved. The dentist could not provide patient specifics. The dentist also could not provide the suspect device lot number as the box that suspect septoject evolution 30g extra short has already been disposed of. Update received on 22-aug-2017: dealer has indicated that no samples have been returned by the reporting dentist to-date. In view no samples have been returned, suspect device batch/expiration date information not available. Causality assessment on 24-aug-20174 by mm on initial information received on (B)(6) 2017 and update information received on (B)(6) 2017: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) b. Listedness/expectedness: needle issue: unexpected us/ca. No adverse event: unexpected us/ca c. Causality a) latency - compatible b) recognized association - no c) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. In the absence of batch number, no test can be performed by the manufacturer. Therefore, considering the available data, the causal relationship between the device and the incident was considered as not assessable. D) dechallenge - na e) rechallenge - na concluded causality who: not assessable.

Event description:
Additional information was received from quality department on 02-feb-2018: 1 box containing 40 needles from septoject evolution 30g short needle (batch; f05514aa; expiration date: 2021-09) was received by manufacturer on 30-oct-2017, whose needle length is different from the original needle length reported (30g extra short). In view there is no other information avaialble that would permit both the importer and manufacturer to determine if the returned needles were involved in this incident, a quality investigation was carried out on the returned product out of due diligence. Causality assessment re-evaluated on 06-mar-2018 on additional information received on 05-feb-2018 from quality department: the test results did not show any abnormality on the returned samples. Therefore, considering the possible reported causes mentioned in the initial report, the causal relationship between the device and needle issue was considered as unlikely. No adverse event was not assessable due to the nature of event. Concluded causality who: unlikely for adverse event term #1 needle issue; not assessable for adverse event term #2 no adverse event.

Manufacturer narrative:
1 box containing 40 needles from septoject evolution 30g short needle (batch; f05514aa; expiration date: 2021-09) was received by the manufacturer on 30-oct-2017, whose needle length is different from the original needle length reported (30g extra short). In view there is no other information avaialble that would permit both the importer and manufacturer to determine if the returned needles were involved in this incident, a quality investigation was carried out on the returned product out of due diligence. Additional bending and dynamometer tests carried out on the returned samples (septoject evolution 30g short needles, batch # f05514aa, expiration date: 2021-09) in order to check the needle breakage rate in extreme conditions of use - did not show any abnormality. The tthe test results comply with the requirements of iso 9626. Therefore, given the information in our possession on the circumstances of the incident, the possible causes for the reported problem may be the bending of the needle before use, excessive pressure or movement of the needle during injection, non-observance of single use, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. Final comments from the manufacturer: the tests performed on the returned batch allow us to set aside a failure of the cannula. Considering the description of the incident and as no defect was detected on the needles from this batch during analysis and test, no root cause could be identified for the reported problem.